Manufacturer narrative:
.

Event description:
Loosening loose implant requiring revision. Radiolucent lines from top to bottom of stem. Signs of rotational changes on x-ray. Implant revised was an sl-plus . Revised to a sl-plus (B)(4). Implant pulled out very easily.